Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. As the customer did not complete the troubleshooting a root cause could not be determined. No additional patient information was available.